Event description:
It was reported that this pacemaker reverted to safety mode, as observed by the physician via the latitude remote patient monitoring system. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode, as observed by the physician via the latitude remote patient monitoring system. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded and therefore is not expected to be returned for analysis. Of note, the exact explant date was not provided and therefore has been reported as an estimated date.

Manufacturer narrative:
This device was discarded and therefore will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.